Event description:
Boston scientific crm received information that during the post discharge visit, it was noted that right atrial (ra) lead was dislodged into the right ventricle. A lead revision procedure occurred two days later, and the ra lead was successfully repositioned. No adverse patient effects were reported.